Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: part received 12/5/2019. H3, h4, h6: a review of the device history record. Device history lot part: 60123908, lot: 1l17165, manufacturing site: grenchen, release to warehouse date: 12. Sept. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: complaint is confirmed as we are able to confirm complaint description (migration/backout/pull-out) based on the received pictures. Pre-investigation statement: according of the "additional event information" note a-3334449 implanted fns femoral neck system implant has cut out cranially. Surgeon is not blaming implant. He says that this complication is patient related and poor reduction in first surgery also influenced to this. Implant removed with no issues. Attached x-ray pictures: pre op, intra op ap, post op. The returned antirotation screw was found intact and therefore the flow chart device interaction / functional was selected for this investigation. Investigation site: cq zuchwil, selected flow: device interaction / functional. Visual inspection: the visual inspection of the antirotation screw has shown that there are wear marks at the surface visible. All in all the article is in good condition. Functional test: the implants were reassembled before the functional check could be executed. The function test was conducted with the neck fix antirotation screw, the neck fix bolt and the neck fix plate in question with the result that the implants could be assembled as per design intended. The complained malfunction of "cut out" could not be replicated. (The picture are attached on the pi of the neck fix antirotation screw) summary: according to the provided information of the surgeon that this complication is patient related and poor reduction in first surgery also influenced to this. Therefore only an visual evaluation and a functional test of the returned article are conducted for this investigation. The lot number is visible at the article and the review of the manufacturing documents has shown that implant neither a defect nor a deficiency has been identified since no deviations were found in the documentation as well as during this manufacturing all relevant measurements performed are according to the specifications. Based on that it can be concluded to the visible wear marks at the surface has been applied during insertion / cut out or the revision which leads to the post-manufacturing damage. The root cause was identified during the surgeon and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection: and drawing/specification review:" are not required. The complaint is rated as confirmed due to the cut out of the antirotation screw. Based on the information available, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event date is unknown date in 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: the original date of surgery and implant was (B)(6) 2019.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k#: 04.168.290 - device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: (B)(6) 2019: concomitant device reported: neck fix plate 1 hole tan: fns (part# 04.168.000, lot# 1l00752, quantity# 1), locking screw self tap l36 tan (part# 412.212, lot# l996175, quantity# 1).

Manufacturer narrative:
This report is for an unknown nail head element. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 implanted fns femoral neck system implant has cut out cranially. A revision surgery to remove implant is schedule for (B)(6) 2019. Patient status unknown. Concomitant device reported: unknown plates: fns (part # unknown, lot # unknown, quantity# 1), unknown screws: locking (part # unknown, lot # unknown, quantity# 1). This complaint involves one (1) device. This is 1 of 2 for report (B)(4).